Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button appears to be stuck down. The customer's blood glucose level was not impacted. Troubleshooting with tandem technical support was performed. It was indicated that the customer would use manual injections as alternate insulin therapy.